Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the unit did not charge to the selected energy level, when the defib mode was tested. The complainant indicated that there was no patient involvement in the reported malfunction.